Event description:
Device 2 of 2. Reference MFR report #1627487-2013-19506. It was reported the patient is scheduled for an ipg replacement and a possible lead revision. The ipg replacement is due to an unresponsive ipg. Further information is unavailable.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.